Event description:
Device malfunction: difficult to remove device. Time of malfunction; during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an interventional cardiac catheterization procedure. Reportedly, difficulty was encountered while removing the device. The device was ultimately manually removed and hemostasis was achieved with manual compression. There was no adverse patient sequela. During device inspection after removal the clip was seen captured at the end of the delivery tube at a 90 degree angle. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the device was returned fully deployed with the clip captured at the distal end between the pusher fingers and the garage leaves. The other external and internal components were in the correct post deployed position. No other damage or defects were detected. No malfunction was detected. The root cause was undetermined. An investigation has been initiated and is ongoing to determine the root cause for the clip captured at the distal end of the device. Review of the history record for this device did not produce any findings relevant to this investigation.